Event description:
It was reported that the pt experienced pain that started a few months after the primary surgery that gradually increased in intensity. Blood work showed elevated metal levels in her blood. Pt stated that she had a corroding hip for 18 months. Surgeon revised her hip on (B)(6) 2012 due to corrosion, rust and scar tissue. Pt states that she is still recuperating from these surgeries.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.